Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device was communicated properly with contour next link blood glucose meter. Device had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been having high blood glucose. Customer's blood glucose was 435 mg/dl. Customer declined troubleshooting and mentioned the doctor had tested the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.